Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the ventilator failed during a case when switching from manual to automatic ventilation. No injury was reported.

Manufacturer narrative:
The description of the event provided a basis for the investigation. The device and the logfile were analyzed by a service technician. It was found out by the service technician that the root cause was a wrong valve diaphragm being installed in the breathing system (cosy). The cosy houses several different valves used to control the breathing pressure. The wrong diapragm caused an internal leakage within the one valve installed in the cosy. The wrong diaphragm which is supposed to be used for an older version of the cosy differs significantly from the correct one which is supposed to be installed in a newer version of the cosy. The internal leakage caused the system not to be able to hold the vacuum pressure. As the same vacuum pressure is necessary to run the ventilator and hence the essential pressure value is monitored, the deviation caused the reported "vent fail" alarm. In case of a vent fail alarm manual ventilation is still available. The device complies with standard (B)(4) which requires external patient gas and agent monitoring. According to the instruction for use the device has to be operated under the constant supervision and control of qualified personnel. As this is the only such complaint filed while more than (B)(4) fabius devices have been sold, the occurrence rate is assessed as acceptable.

Event description:
Please see initial report.